Event description:
It was reported that the patient faced infusion set tape fell down by mistake during sleep on (B)(6) 2026. Patient also face high blood glucose which was treated with insulin pen.

Manufacturer narrative:
E1:name- medtronic minimed street-(B)(6) city- (B)(6) state- (B)(6) zip code-(B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4) manufacturing site: (B)(4).